Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-lt 80 cat#: 183036, lot#: 416330. Biomet cc I-beam tray 83 mm cat#:141226, lot#: j3753934. Vngd ant stblzd brg 14x83 cat#: 189124, lot#: 757890. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018- 01378, this report. Product was discarded.

Event description:
It was reported that the patient was revised to address tibial loosening. No additional patient consequences were reported.